Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. (B)(4). Per the instructions for use (IFU), valve malposition is a known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the too atrial position was attributed to deployment difficulties due to tension from the guidewire. The too atrial position likely contributed to the observed severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
This was a trans-septal mitral valve replacement into a native mitral valve. The estimated annulus size by CT and echo was quite large. Based on the review of the sizing, the team decided to use the trans-septal approach in order to preserve the apex for later technology if balloon sizing proved that the annulus was too large for a 29mm sapien 3. The inter-atrial septum was crossed using an inferior and anterior puncture. They had a difficult time getting catheter support to cross the mitral, but were eventually successful by pulling the trans-septal sheath back slightly and torquing an ima catheter. Valvuloplasty was performed using a 26mm x 6cm non-edwards valvuloplasty balloon. There was a ridge in the balloon at the level of the mac and the team decided to proceed with a 29mm sapien 3 valve using 4 additional cc's of volume. A septostomy was performed using a 12mm x 6cm peripheral balloon and the wire was exchanged for a confida wire. The valve and delivery system were advanced through the septum without difficulty and positioned across the mitral annulus. The confida wire caused "spring-like" resistance as the nosecone of the delivery catheter was at the curve of the wire. The operators had significant difficulty pushing the delivery catheter ventricular due to this resistance. After pulling the flex catheter back though, the valve was positioned where they wanted which was with the atrial end of the middle marker just touching the ventricular edge of the visible mac. Rapid pacing was initiated and they started deploying the valve. As soon as contrast entered the balloon, the valve shifted atrial. The team held off on inflating further and attempted to push the device more ventricular. They were able to move it slightly, but not enough and then completed the deployment. The valve was, at this point, positioned approximately 50:50 in relationship to the mac. There was severe pvl, and the team wasn't confident that the valve was in a stable position so a second valve was prepped and deployed with 4 extra cc's, leaving a cell-length of the new stent more ventricular than the first. The echo showed mild pvl, however, there was moderate to severe central mr following valve deployment. The team decided to leave it at that point and see how the patient fared. Pre-procedure, he had severe ms and severe mr and was desaturating when ambulating on oxygen, so the thought was that relieving the ms would help his symptoms. He was transferred to the ICU in stable condition. The day following the procedure, he was able to maintain an oxygen saturation of 94% while ambulating without oxygen.